Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the patient underwent a revision surgery on (B) (6) 2010, to replace the acetabular cup shell and modular head component due to loosening. Lack of bone ingrowth was noted.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on april 13, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. User facility report states that device is available for evaluation. To date, device has not been returned to biomet. Follow-up was conducted to obtain the device, and it was relayed that it has been sent to a third party for evaluation. (B) (4)

Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the patient underwent a revision surgery on (B) (6) 2010, to replace the acetabular cup shell and modular head component due to loosening. Lack of bone ingrowth was noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).